Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "survivorship of hemiarthroplasty with concentric glenoid reaming for glenohumeral arthritis in young, active patients with a biconcave glenoid" written by charles l. Getz, md, kenneth a. Kearns, md, eric m. Padegimas, md, peter s. Johnston, md, mark d. Lazarus, md, and gerald r. Williams, jr, md published by american academy of orthopaedic surgeons october 2017 vol 25 no 10 was reviewed. The article's purpose was to report the results of humeral hemiarthroplasty with concentric glenoid reaming in a series of patients with a walch b2 (bioconcave) glenoid and end-stage degenerative osteoarthritis. Data was compiled from 24 surgeries between february 2007 and december 2012. Fourteen received non-depuy implants and 10 received global ap hemiarthroplasty. All stems were implanted without cement. The article does not identify which products are associated with the captured adverse events, and does not associate the individual patients in table data with specific implants. Figure 1 and 2 provide pre and post op radiographic images for illustrative purposes with no adverse events. Adverse events: revisions for continued pain, persistent stiffness, and subscapularis tear.